Event description:
During device preparation for a supraventricular tachycardia procedure, an error message appeared stating the neck patch was disconnected and the procedure was cancelled. The connections for the navlink and patches were verified and appeared correct. The neck and chest patches were replaced with no resolution. A replacement navlink was unavailable and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
No case study files or product was returned for investigation and no further information is available. Based on the information provided to abbott and the service report from 16aug18, the navlink identified an error on channel 5 during the patch impedance test. The navlink was replaced and passed all testing. Review of inspection results for this lot number confirmed that no non-conformances were identified related to the reported event and the product met abbott specifications.